Manufacturer narrative:
The device has been received for evaluation. The evaluation is not complete. The device evaluation is not complete.

Event description:
It was reported that the device was explanted after an implant duration of approximately nine years. No other details were provided.